Manufacturer narrative:
Upon receipt of the cardiac resynchronization therapy defibrillator (crt-d), visual inspection identified no anomalies. Lead seal witness marks indicate that the defibrillation lead was not fully inserted but was inserted far enough into the header for the setscrew to engage the lead tip. Review of device memory found a shorted lead fault (fault code 1004) was recorded on (B)(4) 2016 after a shock was attempted. An x-ray of the device revealed that the internal high voltage fuse was damaged. The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the high voltage charge attempt caused the device to enter safety mode because it could not successfully complete charging within 30 seconds. Review of the daily shock impedance measurements for the past year was steady and ranged between 50 and 67ohms until (B)(4) 2015 when a 24 ohm shock impedance was recorded. Two additional low shock impedances were recorded; one on (B)(4) 2016 which had a 3 ohm shock impedance and then on (B)(4) a 1 ohm shock impedance was recorded.

Event description:
Boston scientific received information that the patient stated after he received a shock the cardiac resynchronization therapy defibrillator (crt-d) started to beep. The patient was brought into the clinic and upon interrogation it was noted there were fault codes present and the device had entered safety core mode. The crt-d was explanted the following day. The right ventricular (rv) lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Additional information was received that cardiac resynchronization therapy defibrillator (crt-d) exhibited a code indicating a possible short lead condition after delivery of a shock that had low out of range impedance measurements. Technical services recommended to replace both the device and right ventricular (rv) lead as therapy could be compromised. It was noted that this had occurred a little over four years earlier with the previous device and this rv lead. At that time the device was explanted and this lead remained in service. At this time, the crt-d and rv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
Additional information was received that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead were explanted due to low out of range impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted the lead was returned severed in two segments. Visual inspection revealed calcified body fluid (calcification) on the lead tip and webbing damage in trilumen insulation at approximately 34 cm from the terminal pin. Testing of both segments was completed to assess lead electrical performance and found measurements to be within normal limits. Inner insulation testing found an electrical short between distal and proximal hv conductive paths at the same location as the insulation damage. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region. Patient code 3191 captures the reportable event of surgery.

Event description:
This report is being filed to submit the analysis results.